Event description:
The manufacturers representative reported the pt was experiencing increased pain. The estimated reservoir volume was 2ml and the actual reservoir volume was found to be 10ml. A follow up report will be sent when additional information is received.